Event description:
It was reported that the rate setting on the external pulse generator was off. The generator experienced all rates going at 100 beats-per-minute (bpm) no matter what the setting was and not changing. It was further reported that initial testing showed that the generator paced at rates above what it was set to. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.